Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. E.1 email was reported incorrectly on the initial manufacturer device report number 1220648-2025-25518. The correct email is unknown. Phone number was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25518.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was noted that the patient had no distal pulse down the right leg. Impella was removed the next day.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿